Event description:
The customer reported that during a training session, the effluent pump started at a high rpm three times, up to the scale alarm.

Event description:
The customer reported that during a training session, the effluent pump started at a high rpm three times, up to the scale alarm,

Event description:
The customer reported that during a training session, the effluent pump started at a high rpm three times, up to the scale alarm.